Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v449877, implanted: (B)(6) 2011, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that since a new implant was put in, it was working fine up until a few weeks ago. A loss of therapeutic effect was noted. The patient could not get her stimulator adjusted right and she was wondering if she was doing something wrong. For a few weeks now, about 2-3 weeks, the patient had a return of symptoms. She could not hold/control her bladder anymore. Onset was sudden. When the patient had adjusted her stim in the past, she would feel stimulation, but she hadn't felt stimulation in a couple of weeks. The patient verified stim was on and she was on program 4 with stim set at 5.1. The patient noted with increasing stim, it was at 5.6 and the patient still didn't feel any stim. It was noted that the patient loved her device and it has worked. If additional information is received, a follow up report will be sent.